Manufacturer narrative:
(B)(4)

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion hospital cart monitor is loose while supporting a patient. The customer also reported that the patient was subsequently switched to another hospital cart. There was no reported adverse patient impact. The reported issue poses a low risk to the patient because it did not prevent the docked companion 2 driver from performing its life-sustaining functions. The companion hospital cart will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).

Event description:
The syncardia companion hospital cart is a large cart with wheels into which the syncardia companion 2 driver docks. It is intended for use in the hospital during the temporary total artificial heart (tah-t) implant procedure and subsequent recovery. The hospital cart can be plugged into external wall power to provide a redundant power source to the docked companion 2 driver. The customer reported that the companion hospital cart monitor was loose, and the patient's companion 2 driver was docked in the hospital cart. The customer also reported that the patient's companion 2 driver was subsequently switched to another hospital cart. There was no reported adverse patient impact. The companion hospital cart was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed that the display neck bracket was bent and the display hinge was loose. In addition, the two screws that secured the display hinge to the display neck bracket had fallen out. This was the root cause of the reported loose monitor. The bent neck bracket and missing screws did not affect the electrical functionality of the monitor. The cause of the bent neck bracket and dislodged screws was not determined during the investigation. It is likely that the hospital cart experienced an impact shock. The hospital cart was repaired by replacing the display neck bracket and screws. The hospital cart then passed all final performance testing. This failure mode poses a low risk to the patient because it did not prevent the docked companion 2 driver from performing its life-sustaining functions. A hospital cart serves to transport the companion 2 driver and function as a secondary visual display of the companion 2 driver's display. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.